Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold, wear abrasion, opening linear on radius and opening crack. Leak test and microscopic analysis was performed, which identified opening crease smooth on radius and opening crack. Based on the device analysis, the final assessment is: an opening crease smooth on radius assessed, as fold flaw opening. And a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported, right side deflation. Additionally, patient also reported deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.